Manufacturer narrative:
Additional narrative: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported that during an unspecified surgical procedure, it was observed that the motor device and attachment device were overheating when being used together. It was reported that there was no delay in the procedure as unspecified spare devices were available, and the procedure was successfully completed. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device was overheating was confirmed. An assessment was performed on the motor device which found that the unit reflected heat with a reading of 118.1 degrees fahrenheit which is greater than manufacture specification (specified reading is temperature shall not exceed 118 degrees fahrenheit) and the unit reflected noise with a reading of 89 decibels which is greater than manufacture specification (specified reading is sound level must not exceed 76 decibels). During repair it was observed that the drive shaft was broken. It was determined that the broken drive shaft was due to using excessive force while the motor is in use. It was further determined that the broken drive shaft is what caused the noise and heat. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.